Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose was 383-385 mg/dl. A pump reset was performed to address the event; however, the issue reoccurred. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.